Manufacturer narrative:
It was previously reported that the device would not be returned. It was subsequently communicated that the device was revised and would be provided for evaluation. Additional information has also been provided. This report has been updated to reflect the new and corrected information. A follow-up report will be submitted upon receipt for the revised valve.

Event description:
The reported valve was implanted via vp-shunt with dorsal puncture on (B)(6) 2017. The patient complained a pain at where the valve was implanted when the patient visited the hospital on (B)(6) 2017. The surgeon suspected that the patient had infection because the valve implantation area was turned to red and complained the pain. The surgeon hospitalized the patient, and administered painkillers and antibiotics. Then, the patient's inflammatory response fell, the redness fell, and the pain was improved. The patient¿s crp score continues to be high when blood test was done, so that some inflammatory response is still suspected. It was reported that the device was revised with a 3rd ventricular fenestration operation on (B)(6) 2017. The patient's condition was listed as improved and stable.

Manufacturer narrative:
Correction to the event date field. A follow-up report will be submitted upon receipt for the revised valve.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The reported valve was implanted via vp-shunt with dorsal puncture in (B)(6) 2017. The patient complained a pain at where the valve was implanted when the patient visited the hospital on (B)(6) 2017. The surgeon suspected that the patient had infection because the valve implantation area was turned to red and complained the pain. The surgeon hospitalized the patient, and administered painkillers and antibiotics. Then, the patient's inflammatory response fell, the redness fell, and the pain was improved. The patient¿s crp score continues to be high when blood test was done, so that some inflammatory response is still suspected. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected; it was noted that the needle base was slight raised. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no problem was noted with the valves during investigation. The root cause for the slightly raised needle guard base, was probably due to user error, as noted in the IFU: (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.), this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.